Manufacturer narrative:
The customers reported complaint of keypad failures was confirmed on all fifteen returned pump module keypads. ¿review of the downloaded error log showed no errors or malfunctions recorded related to the keypad assembly on 14 out of 15 returned pump modules. ¿one out of 15 returned pump modules s/n (B)(4) showed error number 210.6020 (stuck key) in the error logs. ¿functional testing and asm keypad task testing confirmed 14 out of 15 returned devices failing to respond to keypress. One out of 15 functionally tested good with no issues observed. ¿internal inspection of the returned pump modules observed: discoloration (contamination) on the keypad flexible circuit on all devices. Open ground trace (pin #5) on the keypad flexible circuit on 14 returned devices. Open restart trace (pin #1) under button dome on 1 returned device. ¿findings on the customer returned pump modules are consistent with failure investigation report dir: (B)(4). O¿chemical attack to the flexible circuit can influence cracking by making the circuit more brittle and weaker against areas of small bend radii.¿ o¿a cracked flexible results in an ¿open¿ circuit and an unresponsive keypad¿ ¿alaris system user manual dir (B)(4) v 00 instructs the user on proper cleaning procedures. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that devices have keypad failures. The majority of the pumps have completely unresponsive keypads where all 4 buttons are not working. There were no patient incidents with any of these pumps.